Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The stylet received in the lead was damaged. Visual analysis found the lv-1 distal conductor detorted with blood on it. The stuck stylet was removed with some difficulty. Testing was then performed using a new stylet. Testing failed at distance 23.5cm. Destructive analysis performed found blood obstruction in the lv1-distal conductor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet became stuck in the implantable pacing lead during implant attempt. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.